Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) ¿ product code 82-8804pl with lot 5949429, showed report when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle hole in the needle chamber. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. At the time of investigation, no functional issues were noted with the valve.

Event description:
A facility reported a certas valve (ID 828804pl) was not working. Therefore, a revision surgery was performed, and the valve was explanted and replaced with a new device. There is no delay in surgery due to late receipt of product and product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.